Event description:
Investigation complete.

Manufacturer narrative:
Additional information - a2 (patien age) a3 (patient sex) a4 (patient weight) b3 (date of occurence) b7 (preexisting conditions) d4 (serial #, lot #, expiration date) d6a (implantation date) d9 (device available for evaluation) f9 (approximate age of device) investigation: visual inspection: during the investigation, no significant deformations or damage of the valves was determined . Permeability test: a permeability test has shown that the valve is permeable. Computer control test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerance in horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in progav 2.0. Result: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view. File attachments

Event description:
It was reported to aesculap inc. That a progav 2.0 system with control reservoir (part # fx431t) was implanted on an unspecified date. According to the complainant the device was removed on (B)(6) 2023 and replaced with another item of the same type. The physician wants the device tested to see if it is a malfunction or was occluded by cerebrospinal fluid. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.